Event description:
A volume discrepancy was reported. The actual reservoir volume was 11ml and the expected reservoir volume was 14ml. Per the reporter, this was noticed at a refill and they have been monitoring. No pt symptoms were reported. The pump was used to deliver compounded baclofen with a three month refill cycle.

Manufacturer narrative:
(B) (4).